Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6)2024. The blockage was in the tubing. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Device history record (DHR) review: the lot 6002835 was manufactured according to the work instruction (wi) version 77 and packaging in the multivac 12 on 24/aug/2024, with a total of (B)(4) units. Assembly of quick set: lot 3h02443 was manufactured according to the wi version 26 assembled in the quickset line, on 25/aug/2023, with a total of (B)(4) units. Lot 3h02441 was manufactured according to the wi version 26 assembled in the quickset line, on 23/aug/2023, with a total of (B)(4) units. Lot 3h02442 was manufactured according to the wi version 26 assembled in the quickset line, on 24/aug/2023, with a total of (B)(4) units. Gluing of quick set lot 3h03193 was manufactured according to the wi version 39, gluing of quick set in machine mp04, on 24/aug/2023, with a total of (B)(4) units. Lot 3h03396 was manufactured according to the wi version 39, gluing of quick set in machine mp04, on 24/aug/2023, with a total of (B)(4) units. Lot 3h03371 was manufactured according to the wi version 39, gluing of quick set in machine mp05, on 24/aug/2023, with a total of (B)(4) units. Lot 3h02411 was manufactured according to the wi version 38, gluing of quick set in machine mp05, on 21/aug/2023, with a total of (B)(4) units. Lot 3h02410 was manufactured according to the wi version 39, gluing of quick set in machine mp04, on 22/aug/2023, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) 1730769 for personnel performing operations in the area without training or without updating applicable documents was opened during the related processes and further product disposition were required. However, DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one nc raised during production unrelated to complaint code, therefore, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.